Manufacturer narrative:
(B)(4). Not returned to manufacturer.

Event description:
It was reported through remote transmission that non-sustained rv oversensing was observed on the right ventricular lead. The patient presented to the clinic with dizziness and presyncope. Programming changes were made but the symptoms continued. The patient was scheduled for lead revision. It was determined that noise episodes were caused by a lead degradation issue. The physician decided to explant and replace the lead. During the procedure the new lead was not able to be implanted due to stenosis around the superior vena cava. The physician decided to capped the lead and reactivate a previously implanted lead to replace it. The patient tolerated the procedure well.

Manufacturer narrative:
(B)(4) should have been reported on the initial MDR.